Event description:
The patient contacted animas on (B)(6) 2012, reporting fluctuations in blood glucose levels and reported no longer trusting the pump. The patient stated that previously an issue was found with the pump programming but stated that fluctuations continued after correcting the pump settings and felt that the pump was not delivering appropriately. The patient reported that the fluctuations were self treated with oral carbohydrate for low blood glucose levels and by injections or boluses for the high blood glucose levels. The patient reported that the low blood glucose levels were related to over-bolusing for food intake and was not an issue with the pump. The patient's elevated blood glucose levels up to 25.3 mmol/l does not meet animas criteria for an adverse event. The patient confirmed that there were no noted issues with the infusion set related to the event. Customer support walked the patient through reviewing the pump. The patient confirmed that the pump settings were correct. The patient confirmed the bolus history was correct; the history included one cancelled bolus which the patient confirmed was correct. The total daily dose history correctly reflected the boluses and basal delivered. Troubleshooting indicated that the pump appeared to be delivering appropriately. This report is made based on the patient's allegation that the pump may not have been delivering insulin appropriately.

Manufacturer narrative:
Follow up #1 submitted: 02/08/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed typical alarms and warnings; there were no records of unacknowledged alarms or warnings and no stoppage of delivery. An ez-prime operation was successfully performed and accurately recorded in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.